Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A cracked reservoir tube lip and cracked battery tube threads were noted during the visual inspection. The insulin pump passed the functional testing, including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.

Event description:
Customer reports that insulin pump began to over-deliver on its' own. Customer states she had to pull insulin pump out of her body and eat sugar tablets, sugar, and all kinds of things in order to bring blood glucose back up. Customer's blood glucose was 39 mg/dl and believes it may have been lower. Customer was unconscious for about three or four hours before regaining consciousness. Customer is requesting for insulin pump to be replaced as she does not feel safe using it. During troubleshooting, it was found that drive support cap appeared normal, customer was not admitted for medical treatment, customer was disconnected during rewind / prime sequence, time and date were correct, customer was programming correctly. Customer was advised that insulin pump would be replaced. No further information provided.